Event description:
It was reported that the patient's electrodes stopped providing any stimulation. An impedance test indicated only 1 contact on each lead were responsive, and the rest were out of range. The patient's physician performed a replacement surgery and requested analysis to confirm lead fractures. The patient recovered without injury or sequelae.

Manufacturer narrative:
Product ID: 3487a-33, lot #: j0555621v, implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: lead; product ID: 3487a-33, lot #: v000304, implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: lead.

Manufacturer narrative:
Analysis of the leads, lot v000304 and lot j0555621v, found broken conductor bodies at the silicone anchor sites.